Event description:
It was reported the balloon ruptured. An occlusion balloon was selected for use in a transjugular intrahepatic portosystemic shunt procedure in the liver vein. The anatomy was not tortuous, not calcified, and had no stenosis. During the procedure, the balloon ruptured while being inflated, in the liver vein. The balloon was simply retracted with the guidewire in place, and was replaced with another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this occlusion balloon was analyzed. The catheter of the device was carefully inspected, and no damages were found. The balloon of the device was inspected, and it was confirmed to be torn. No further damage was found in the returned device.

Event description:
It was reported the balloon ruptured. An occlusion balloon was selected for use in a transjugular intrahepatic portosystemic shunt procedure in the liver vein. The anatomy was not tortuous, not calcified, and had no stenosis. During the procedure, the balloon ruptured while being inflated, in the liver vein. The balloon was simply retracted with the guidewire in place, and was replaced with another of the same device. There were no patient complications.